Manufacturer narrative:
There were no technical services requested or performed related to the reported event. The system manufacturing device history record (DHR) was reviewed. Based on assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Alcon lensx (site #3008772169) is no longer operational. Lensx manufactured products are maintained and investigated by the alcon research, ltd. Irvine technology center (site #2028159). The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported anterior capsular tears in multiple patients over past few years during lensx assisted cataract surgery. Anterior tear radialized around to tear the posterior capsule on multifocal and toric patients over the years despite perfect looking capsulotomy and many adjustments over the years.